Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization on (B)(6) 2016 due to high blood glucose levels. The customer's blood glucose level was 400 mg/dl. The customer did not report any symptoms. The customer was wearing the device at the time of admission. The cause was high blood glucose levels and diabetic ketoacidosis. The treatment of the event was unknown. The customer stated he would be released from the hospital soon. The customer completed troubleshooting and found one small air bubble. Customer performed the high pressure test and it passed. The customer was advised their device was working as designed. Nothing was replaced or returned for analysis.